Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a ventilator showed display flickering during the start-up process. The faulty esm module was replaced, after which the device functioned normally. The machine was returned to the customer for use. No patient was involved. The case is considered closed.

Event description:
Hamilton medical ag received the following complaint description (summary): display flickering during start up. Health impact: none. No clinical signs, symptoms or conditions reported. Problem identified during non-clinical procedure.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.